Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 5. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.